Event description:
Healthcare professional (hcp) later reported patient was injected with 0.8 ml of juvéderm® volux¿ and 3 months after injection patient experienced some swelling in the right pre-jowl area with no obvious trigger. The event resolved spontaneously. One month later bilateral swelling in the pre-jowl- on this occasion patient complained of dental ache and a chest infection (this is not device related) which the gp commenced on antibiotics for. Review, patient had swelling, the patient was well and had no erythema or fluctuance over the areas. One week later the issue had resolved. A small residual nodule in the right pre-jowl but nil else. Hcp hyalased both pre-jowls - which was performed easily using 0.5ml of hyaluronidase (1500u in 5 mls saline) each side using a 30g needle in the pre-jowl area- following a negative skin patch test. The filler dissolved immediately with massage and no complications were noted. Hcp reviewed later and patient was well with resolution of the issue and full dissolving of the aforementioned juvéderm® volux¿ in the pre-jowls. Patient was very well in herself and experienced no further swelling elsewhere in the face. Symptoms resolved.

Manufacturer narrative:
Additional, corrected, and/or changed data.

Event description:
Patient injected with juvéderm® volux¿ during a workshop presented "a lump in their face (right hand side of chin) for a while that suddenly started to hurt". Later reported all the swelling had settled however patient still had two palpable lumps in pre-jowl areas (they were not visible on the surface at all) so as patient had two episodes of swelling on the right side and one on the left we decided to dissolve these two small areas. Healthcare professional believes the latter event was related to a dental issue/chest infection. The dissolving was fine. Symptoms on going.

Manufacturer narrative:
Suspect product: row 2 with lot number 963/1, name and strength is hydrochloride lidocaine / 0.3%, route used is subcutaneous. Clarification to adverse event problem: type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "chest infection" is considered an unexpected adverse drug experience.